Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an esophageal biopsy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when an attempt was made to retrieve an esophageal foreign body the forceps broke. The detached part of the forceps was retrieved with a second forceps. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination found that the device returned with the jaw broken at the throat of the component. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specification. Further material analysis of the fractured part revealed the presence of a curve fracture plane and transversal cracking which are indicative of a bending action. No material anomalies were noted. The condition of the returned incident device was consistent with the complaint that the "forceps broke." The evaluation revealed that the device returned with a fractured jaw. Based on the material analysis, the fracture likely occurred due to a bending overload which the evaluation attributed to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an esophageal biopsy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when an attempt was made to retrieve an esophageal foreign body the forceps broke. The detached part of the forceps was retrieved with a second forceps. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.